Manufacturer narrative:
Device returned for investigation, changes to annex b, c & d codes. Investigation result: fifty 2000e china samples were received in sealed packaging from lot 24045686 for investigation, the customer reported that "there was unknown moisture in the needle-free connector." A visual inspection of the returned samples confirmed the customer's experience with some droplets of fluid visible on the piston of some of the returned smartsites. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the manufacturing process, confirmed that the droplets observed by the customer were likely medical-grade silicone which is used as lubricant during the assembly process of the smartsite. The application of silicone is a closely regulated process and the quantity of the silicone is checked at regular intervals during manufacturing of the smartsite components. Please note this is deemed to be a cosmetic issue only and does not affect the functionality of the smartsite. A review of the production records for lot 24045686 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 2000e product over the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle-free valve had foreign matter the following information was received by the initial reporter with the following verbatim customers reported that there was unknown moisture in the needle-free connector.

Manufacturer narrative:
No samples were received for investigation of pr(B)(4), in which the customer has stated "there was unknown moisture in the needle-free connector." The product in use at the time is reported to be a 2000e from lot 24045686. Further information from the customer has stated that the reported defect was identified before use while it was in sealed packaging. Additionally, customer has confirmed there was no visible damage on the product. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24045686 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer advocacy feedback database indicates that this is a rare occurrence with a small number of similar reports received in the past 12 months against products from this manufacturing site.

Event description:
No additional information